Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the distal end of the multifire scorpion needle is broken and bent. No broken pieces were returned for investigation. The most likely cause of this condition was striking bone or using excessive force to pass the needle through fibrous/calcific tissue. The dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. ¿ do not resterilize or reuse the scorpion¿ suture passer needle. ¿ avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. ¿ ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. ¿ avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. -functional testing was not performed due to the damage to the device. -refer to investigation photos. -complaint is confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair surgery the scorpion needle broke off first time shooting/sewing. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.